Event description:
It was reported that when changing the patients trach, the pilot balloon port did not accept the syringe. Multiple sized syringes were used and none fit the port. The april delivery ports are all the same vs the march delivery of ports. The march ports were able to fit syringes. When compared, the ports were different sizes. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the sample luer was noticeably tapered. Functional testing found the cuff port would not attach to the luer slip fitting. Using a 6" caliper, the od and ID of the sample was measured (od-0.285 mm; ID-0.140 mm) and compared to a new unsterilized (od-0.258 mm: ID-0.160 mm) cuff port. The returned sample had smaller readings (undersized) and a milky white coloring was noted. The root cause of the issue could not be determined with any certainty at what point this defect occurred. However, as a precaution, a quality alert was issued to production to heighten awareness to this potential issue and the sample was forwarded for secondary investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.